Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported patient said they have not used their programmer for a while and now when they try to turn it on it won't turn on. Agent asked the patient if they had tried changing the batteries in the programmer and the patient said that they couldn't reach the batteries at the time of the call. The issue was not resolved through troubleshooting. The patient will try changing the programmer batteries when they are able to. Patient called back with the programmer batteries replaced and was able to power the programmer on to see the sync screen. Patient services confirmed with the patient they did not have an antenna, so patient services instructed the patient to put the back side of the programmer over the implant site and hit the grey sync button; however the patient stated they were unable to do that without the assistance of their caretaker who wasn't there at the time of the call. .caller connected after patient was able to get positioned and stated message says por (power on reset). Reviewed meaning of code. When asked, caller said patient hasn't had any recent medical tests or procedures. Reviewed potential based on implant date, that ins battery could be depleted. Caller was redirected to contact patient's managing physician for implant to schedule an appointment to check status of internal battery.